Event description:
Multiple consumer complaints of theraface pro class ii medical device with the cold ring overheating causing potential for injury. Marketing directly from the website states "cold ring helps reduce puffiness under eyes. Decreases pain, inflammation, and muscle spasms" however, if the cold ring doesn't produce a cooling effect, but a heating effect, then the marketing language is claiming incorrect information. Therabody refusing refunds and replacements. Bbb (better business bureau) rating is f. Reference report: mw5145020.